Manufacturer narrative:
Pump received with all button not response due to corroded keypad traces. No button error alarm during testing noted. Unable to perform all functional testing including the displacement, operating currents, unexpected restart error test, rewind, basic occlusion, occlusion, prime and excessive no delivery test due to buttons not responding. The motor was tested outside of the device and passed. Pump received with cracked case at the display window corner, cracked reservoir tube lip, minor scratched lcd window and cracked battery tube threads.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported via phone call that the insulin pump had keypad anomaly and was exposed to a magnetic field. Customer's blood glucose reading was 122 mg/dl. Troubleshooting for keypad anomaly was performed. Customer advised the device was exposed to a magnetic field during surgery. Customer advised the buttons were unresponsive when pressed. Customer advised the insulin pump history was all erased because of the magnetic field exposure. Customer was advised to discontinue use of the device and revert to a backup plan. Customer was advised that the device would be replaced and agreed to return the product for analysis.